Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient felt as though their wires might have moved. They also reported that they were having issues with their controller. Troubleshooting included removing the batteries and trying to reset the controller, but the settings not available message continued to pop up. There were no patient complications reported as a result of this event.

Event description:
No adverse event was reported.